Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose levels suddenly dropped and she didn't get any alarms from the sensor. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer did mention a change in stress levels. Assisted the customer with adjusting the sensor settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.